Event description:
The stent (subject device) was returned for analysis, and it was reported that the subject stent could not open thus the subject device was retrieved, however it was returned deployed within the microcatheter. The subject stent was difficult/unable to advance/pullback through catheter and the stent delivery wire was noted to be kinked/bent. The subject device was reported to be replaced, and the procedure was reported to be completed successfully. No clinical consequences were reported to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent delivery wire (sdw) was returned inside the introducer sheath. Approximately 8.3cm of the distal end of a microcatheter was returned with the sdw and introducer sheath. The introducer sheath was inspected and there was no anomaly noted. On removal of the sdw slight kinks/bends were noted at approximately 6.1cm and 9.5cm from the distal end. The microcatheter shaft was flattened/crushed. The subject stent was stuck inside the returned section of the microcatheter and had to be cut to remove the stent. The stent was found to be opened in the middle but closed at both ends due to a significant amount of dried blood. Functional inspection was not required as the reported event was confirmed during the analysis. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that ¿as per physician the stent was not opening at all cavernous bend even after multiple attempts so he removed the device and while taking it in sleeves stent got stuck in microcatheter hub¿. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. Continuous flush was set up and maintained throughout the clinical procedure. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. Access was through femoral. The anatomical location of the intended treatment was cavernous internal carotid artery (ica). There was a challenge in removal and the stent got deployed in hub during retraction and there was challenge in removal. There was no anomaly noted to the flow diverter delivery system prior to use. The physician was able to deliver the subject device to the target lesion and there was no resistance encountered during navigation of the subject device to the target lesion. The mid part of the subject device failed to open. The subject device was recaptured/resheathed back during the procedure 3 times. The returned section of the microcatheter shaft was significantly flattened/crushed which indicates the device encountered a significant force during use. It should be noted while continuous flush was set up and maintained throughout the procedure, the significant amount of blood on the stent would indicate it was not sufficient to prevent retrograde blood flow into the microcatheter, and this would have contributed to the reported event. Based on review of all available information an assignable cause of procedural factors will be assigned to the reported event of ¿stent failed/unable to open (when not implanted)¿ and ¿stent deployed prematurely during retraction/re-sheathing¿ and analysed events of ¿stent deployed prematurely during use¿, ¿sdw kinked/bent¿, 'stent difficult/unable to advance or pullback through catheter' and ¿stent failed/unable to open (when not implanted)¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.